Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular lead. The lead was not used and a new lead was implanted . No patient symptoms were reported.